Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high and that there was a meter memory issue. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow up when attempted by medical surveillance (ms). The patient could not specify when the meter issues occurred. The patient stated that he obtained a result of ¿over 200mg/dl¿ which he felt was inaccurately high in comparison to a1c results. This does not meet lifescan¿s criteria of a valid comparison for accuracy. The patient also reported that the meter was ¿full¿ preventing him ¿reading it properly¿. The patient manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that an unknown time after the alleged meter issues occurred, he developed a symptom of ¿anxiety¿ and that ¿a couple of months¿ prior to contacting lifescan he was treated in an emergency room (ER), with IV fluids, however the patient was not available to clarify what the treatment was for or what he was specifically treated with. The patient claimed that a test was performed on an ER meter which gave a blood glucose result of ¿350mg/dl¿ but it is unknown if this was obtained before or after treatment. During troubleshooting the cca noted that it was not the first time that the meter had been used and there was no apparent misuse of the meter. The meter was set to the correct unit of measure and when the patient was walked through a control solution test the result was in range. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional after the alleged meter issues occurred.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, product analysis performed testing on retain test strips. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.